Event description:
It was reported size 6/0 pga suture being weak and fraying upon use. (Lot# 190108-52) there was patient involvement but no indication of an adverse event. The surgery wasn't delayed greater than 30 minutes.

Manufacturer narrative:
Report amended to reflect test results of issue sample. - attachment: [lot# 190108-52 retain sample tensile test.pdf, lot# 190108-52 return sample tensile test.pdf].

Event description:
It was reported size 6/0 pga suture being weak and fraying upon use. (Lot# 190108-52) there was patient involvement but no indication of an adverse event. The surgery wasn't delayed greater than 30 minutes.